Manufacturer narrative:
The power management tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed low battery alarms and battery power loss due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery loss alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was 30 minutes from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was previously used. Customer stated that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.